Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as near the laser area on the instrument, volume of about 2 ml, and not contained. The operator was wearing personal protective equipment of lab coat, gloves and goggles at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(6) 2013, the field service engineer (fse) evaluated the instrument and found tubing leaking from the normally closed tubing at pv37. The fse stated this would only happen during the shutdown cycle. The fse was also performing a yearly preventative maintenance on the instrument and replaced the tubing at pv37 to resolve the leak. Failure mode was identified: the failure mode is leak in tubing at pv37. No erroneous results were generated. Upon recur of the failure mode; the leak at pinch valve pv37 is likely to generate erroneous results for all differential parameters caused by a flow cell malfunction. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).